Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There were no additional clips implanted to treat the slda. One clip implanted with mr grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.